Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 3:00am, the patient received an alert from the mobile app that the cgm was 45 mg/dl. The patient didn't check a finger stick to confirm the bg reading. They felt symptoms of hypoglycemia that included headache, vomiting, diarrhea and backache. They ate a banana to try and bring the readings highter but after eating, the mobile app stayed the same. The patient's niece brought the patient to the hospital. Upon arrival at 11:00am, they did a finger stick reading and it was 500 mg/dl while the cgm was displaying "low". The patient was treated with IV and 10 units of insulin. At 1:00am, the patient's bg decreased to 269 mg/dl and the cgm was still "low". The patient was discharged that same day. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.